Event description:
During the procedure, as the surgeon attempted to use the endo clip, the device jammed, and would not clip. The device was removed from the field, and a new clip applier was utilized without incident. It is unknown if the new device was of the same or a different lot. There were no adverse affects to the patient.